Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil at the distal end of the terminal pin had a fractured. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported that additional information confirmed that this lead was explanted as it exhibited high impedance, and loss of capture at high thresholds, during the extraction the physician cut the insulation to aid in retaining access. No additional adverse patient effects were reported.

Event description:
It was reported that additional information confirmed that this lead was explanted as it exhibited high impedance, and loss of capture at high thresholds, during the extraction the physician cut the insulation to aid in retaining access. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should pertinent information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported lead exhibited high impedance measurements since implant date, no adverse patient effects were reported.